Event description:
A (B)(6) male with tachy-brady syndrome with symptomatic pauses underwent dual chamber pacemaker implantation (B)(6) 2015. Returned to ed (B)(6) 2015 with hot flashes, anxiety and sob. Determined that pm lead had dislodged. Rv lead originally placed at rv anterior septal region. Rv lead placed at the apex of the heart would not be accepted because of incessant ventricular ectopy and ventricular tachycardia. Vp lead repositioned at right ventricular apex (B)(6) 2015. Lead replaced (B)(6) 2015 with extra stiff lead. Repeated dislodgement though due to giant right atrium with tricuspid regurgitation. Again lead dislodged. Pt scheduled for epicardial lead placement.